Event description:
It was reported that an unknown transfer set became disconnected from the patient line of a homechoice automated pd set with cassette during day dwell one of one. The patient stated that this inadvertent disconnection occurred after they had disconnected aseptically and reconnected. The technical service representative (tsr) had the patient close the clamps, end therapy, and remove the cassette. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.